Manufacturer narrative:
Pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and the reservoir was unable to lock into the reservoir compartment. Customer's blood glucose was 300 mg/dl. The customer reported dropping the insulin pump in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.